Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test,displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm or program alarm alarm noted. No unexpected high pitched sound or constant tone noted. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed watchdog timeout error. Customer's blood glucose reading was 165 mg/dl. Customer also reported that the pump alarmed unexpected restart. No significant events leading to the alarms were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.